Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer for investigation. During investigation, the device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed the device powers on provides therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation. Device serviced by 3rdp, device avail. For eval, date returned (rfb), date returned to mfg, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.